Event description:
According to the complaint, the customer reported that they were in the process of investigating a serious potassium discrepant result reported from abl800 flex analyzer (serial number (B)(6). On (B)(6)2024, a potassium of 9.5 was resulted from the abl800 flex analyzer. The provider called questioning the result to which the technologist repeated the sample on abl837-a to which the potassium was 3.2. Both analyzers had successful qc run at 0700 that morning. The abl800 flex analyzer (serial number (B)(6) also had a successful 2-point calibration at 9am.

Manufacturer narrative:
Radiometer investigation concluded that the incorrect measurement of multiple parameters was due to a clot. Hence it was a pre-analytical issue.

Event description:
According to the complaint, the customer reported that they were in the process of investigating a serious potassium discrepant result reported from abl800 flex analyzer (serial number (B)(6)). On (B)(6) 2024, a potassium of 9.5 mmol/l was resulted from the abl800 flex analyzer. The provider called questioning the result to which the technologist repeated the sample on abl837-a to which the potassium was 3.2 mmol/l. Both analyzers had successful qc run at 0700 that morning. The abl800 flex analyzer (serial number (B)(6)) also had a successful 2-point calibration at 9am.

Manufacturer narrative:
Information about units received and added in b5.